Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a significant decrease in monitoring voltage, down from 2.65v in (B)(6) 2009 to 2.58v currently. The shortened replacement window (srw) advisory was discussed, but it was noted that the device had been implanted for 37 months at the time 2.65v was reached so it did not meet the advisory criteria. Boston scientific received information that this device was recently explanted. No adverse patient effects were reported.

Manufacturer narrative:
The patient was already being monitored in latitude. Although technical services did not recommend monthly follow ups for this patient, the field representative believed the device was depleting faster than expected. As of today, available information suggests the device remains implanted without further complication. No adverse patient effects were reported. The device was explanted. No further information is available. This report will be updated if more information becomes available.